Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2017 at 10:30 pm, the customer programmed a standard bolus for a meal. He then did not eat that meal until 11 pm and he states that he should have actually programmed a multiwave bolus instead of a standard bolus. At midnight, the customer obtained a blood glucose reading of 43 mg/dl and faced symptoms of shaking and sweating. His wife had to obtain food for him as he was unable to treat himself. Paramedics were not called. Then on (B)(6) 2017, the customer alleged that the infusion device was delivering boluses in a delayed fashion when a multiwave or extended bolus was not programmed. At 9:40 pm, the customer obtained a high reading of 596 mg/dl. Customer was able to self treat this blood glucose reading and did not require any outside assistance. The infusion device was requested to be returned for product evaluation.